Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire technical support instructed the customer to calibrate the pneumatic module and then verify unit operation. Seems that the unit is doing exactly what it suppose to do. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device would not pressurize on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.